Manufacturer narrative:
Sc-1400 (sn: (B)(6)) the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was confirmed. The device with a primary cell battery has reached the end of service life and suspended the normal operation after 6 months of service. A review of the patient data showed the patients settings with euis (energy use index) of 39.5 and 50.5. Data analysis found that about 5300mahr was consumed, and it seems reasonable that the ipg would get the message. Lab analysis of the device did not reveal any anomalies.

Event description:
It was reported that the patient experienced loss of stimulation and the ipg was at end of life. The patient underwent an ipg replacement procedure and was healing well postoperatively.

Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced loss of stimulation and the ipg was at end of life. The patient underwent an ipg replacement procedure and was healing well postoperatively.